Event description:
Customer reported an issue with the as3000 anesthesia delivery system's ac power, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found a loose wire in the ac plug. The ac plug was taken apart and was rewired and resolved the issue.